Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a fracture that wad found with an x-ray. Subsequently this lead was surgically abandoned and replaced successfully. There were no additional adverse patient effects reported.